Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was stated that the auto mode feature was not active at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 426 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to the high blood glucose such as vomiting, difficulty in breathing, dry mouth. The customer alleges that the insulin pump was under delivering because they changed set multiple times. The customer stated that they had performed the displacement test and the test was passed. Auto mode feature was active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.